Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Pre-decontamination visual inspection of the s-ICD confirmed that the setscrew was stuck in the up position, and the setscrew could not be loosened using a standard model 6942 (green/white) torque wrench. Additional testing found that the force required to loosen the setscrew exceeded the torque capable of being produced by the model 6942 torque wrench. Once the setscrew as loosened, it moved freely and without issue. The seal plug was found to be intact and no obstructions were found in the device port. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis confirmed the clinical observation of the setscrew becoming stuck during the revision. The setscrew became stuck after the use of a torque wrench with force greater than the device design allows. This can be caused by using the boston scientific torque wrench model 6628 or a non-boston scientific wrench.

Event description:
----

Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient underwent an elective procedure to reposition the implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was lying perpendicular to the patient's rib cage. The s-ICD was disconnected from the electrode and repositioned successfully. The electrode was inserted into the port and the setscrew was engaged until a ratchet sound was heard. A tug test was then performed on the electrode, but the terminal pin came out of the header. The electrode was reinserted and the setscrew re-engaged two additional times but the electrode terminal pin would still come out of the header when traction was applied. During each insertion, it was confirmed that the terminal pin was correctly inserted into the port. During the last attempt to connect the electrode to the device, the wrench was ratcheting was heard when rotating both clockwise and counterclockwise. The s-ICD was explanted and successfully replaced. No adverse patient effects were reported.